Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle did not fully retract during use after withdrawing it from the patient. The following information was provided by the initial reporter: "the nurse was taking blood work from the patient. After withdrawing the needle from the patient the safety needle did not fully retract allowing the potential for a needle stick injury."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle did not fully retract during use after withdrawing it from the patient. The following information was provided by the initial reporter: "the nurse was taking blood work from the patient. After withdrawing the needle from the patient the safety needle did not fully retract allowing the potential for a needle stick injury."